Manufacturer narrative:
Pr 141218 initial emdr submission. A follow up emdr will be submitted if additional information becomes available. No sample was returned for analysis. Consequently, the investigation was not able to further evaluate the reported failure mode through a complaint sample analysis. A device history review could not be completed as no batch number was provided. Without a sample, photograph or lot information the investigation was unable to confirm the failure mode nor identify a probable root cause. As the failure mode was unable to be confirmed nor a root cause able to be determined a corrective and/or preventive action could not be identified for this complaint. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences.

Event description:
Dr (B)(6) and his respiratory cns expressed that they have 4 patients comeback in 2 weeks with damaged pleurx valve and this was uncommon. The valves never leak and always works as expected which is to stop liquid coming out of the catheter and stops air going into the catheter unless accessed with a pleurx access tip. Dr (B)(6) wanted to know what could cause it, we discussed the rocket¿s (competitor) adaptor being used in the community to connect rocket bottles to pleurx catheter and that we do not recommend this, it goes against our IFU and there were no evidence of our permission to rocket to develop this adaptor for use on our catheter and there are no evidence of a trial. Dr (B)(6)'s team spoke to the district nurse teams that managed these 4 patients in the community and they confirmed they have been told to use rocket adaptors on all ipc catheters. On 25feb2020: additional information provided: course of treatment changed due to event (include any alternate testing provided relative to the change in treatment): tubes replaced exposure to blood/bodily fluid (include exposure of toxic medication to skin and list the specific medication that leaked. Indicate if exposure to mucosal membrane occurred): unknown. Medical int. X-ray ultrasound, delay to treatment. Needle/probe stick: unknown. Safety issue (retraction failures, shielding failures, safety feature failed to cover the needle properly. Indicate whether the feature failed prior to use) unknown other actions taken(test or admin of medication (drugs/solutions) due to over or under dosage, imaging studies, admin of prophylactic/antibiotics, blood transfusion, admin of antivirals due to needle stick, post lab testing, hospitalization): patients hospitalized for 24hours.